Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm did not seal properly. It was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. (B)(4). The hsk-3043 did not seal properly. The surgeon removed it and used another hsk-3043. No harm was done to the patient. The customer no longer has the product.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm did not seal properly. It was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hsk-3043 did not seal properly. The surgeon removed it and used another hsk-3043. No harm was done to the patient. The customer no longer has the product.